Event description:
A patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with a peritoneal yeast infection, which was causing drain pain. In a follow-up the patient¿s pd registered nurse (pdrn) revealed the patient was sent to the emergency room (ER) on (B)(6) 2022, after fibrin was noted in the patient¿s peritoneal effluent fluid while collecting a sample. In the ER, it was established the patient¿s pd catheter (not a fresenius product) was partially clogged with yeast, and the patient was admitted for fungal peritonitis. The patient was treated with several intravenous (IV) antifungal medications; however, the drugs, doses, durations, and frequencies are unknown because the patient remains hospitalized. The patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2022, and a ¿tunneled¿ hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient underwent initial hd treatment on (B)(6) 2022 and has tolerated the transition well. Due to the patient¿s transition in modality, the patient will transfer to an outpatient hd clinic until the nephrologist determines the patient¿s abdomen has sufficiently healed (60-90 days). The pdrn reported the cause of the fungal peritonitis is currently unknown; however, there was no allegation a fresenius device(s), drug(s) and/or product(s) was involved.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s hospitalization for fungal peritonitis (characterized by cloudy peritoneal effluent fluid), which required hospitalization, antibiotic therapy, the surgical removal of the pd catheter (not a fresenius product) and transition to hd therapy for rrt. The definitive etiology of the fungal peritonitis is unknown; therefore, causality cannot be firmly established. However, per the pdrn the serious adverse events were not related to any fresenius product(s), and/or device(s). Most fungal peritonitis episodes are caused by the candida species, which can form ¿tenacious biofilms¿ on central venous catheters (cvcs) and other medically implanted devices. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse event(s). Esrd patient¿s undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with a peritoneal yeast infection, which was causing drain pain. In a follow-up the patient¿s pd registered nurse (pdrn) revealed the patient was sent to the emergency room (ER) on (B)(6) 2022, after fibrin was noted in the patient¿s peritoneal effluent fluid while collecting a sample. In the ER, it was established the patient¿s pd catheter (not a fresenius product) was partially clogged with yeast, and the patient was admitted for fungal peritonitis. The patient was treated with several intravenous (IV) antifungal medications; however, the drugs, doses, durations, and frequencies are unknown because the patient remains hospitalized. The patient¿s pd catheter (not a fresenius product) was surgically removed on (B)(6) 2022, and a ¿tunneled¿ hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient underwent initial hd treatment on 9/aug/2022 and has tolerated the transition well. Due to the patient¿s transition in modality, the patient will transfer to an outpatient hd clinic until the nephrologist determines the patient¿s abdomen has sufficiently healed (60-90 days). The pdrn reported the cause of the fungal peritonitis is currently unknown; however, there was no allegation a fresenius device(s), drug(s) and/or product(s) was involved.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no sign of physical damage. An (as-received) simulated treatment was performed and completed without failures. The system air leak test passed. The valve actuation test passed. There were no visual discrepancies found during the internal inspection of the returned cycler. The device history record did not reveal any issues or problems related to the reported symptom code(s). In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with a peritoneal yeast infection, which was causing drain pain. In a follow-up the patient¿s pd registered nurse (pdrn) revealed the patient was sent to the emergency room (ER) on 8/aug/2022, after fibrin was noted in the patient¿s peritoneal effluent fluid while collecting a sample. In the ER, it was established the patient¿s pd catheter (not a fresenius product) was partially clogged with yeast, and the patient was admitted for fungal peritonitis. The patient was treated with several intravenous (IV) antifungal medications; however, the drugs, doses, durations, and frequencies are unknown because the patient remains hospitalized. The patient¿s pd catheter (not a fresenius product) was surgically removed on 8/aug/2022, and a ¿tunneled¿ hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient underwent initial hd treatment on (B)(6) 2022 and has tolerated the transition well. Due to the patient¿s transition in modality, the patient will transfer to an outpatient hd clinic until the nephrologist determines the patient¿s abdomen has sufficiently healed (60-90 days). The pdrn reported the cause of the fungal peritonitis is currently unknown; however, there was no allegation a fresenius device(s), drug(s) and/or product(s) was involved.